Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic with a high, out of range right ventricular lead impedance. The lead would continue to be monitored.

Event description:
New information received notes that the right ventricular (rv) lead was exhibiting high capture threshold, as well as a recurrence of high and out of range pacing impedance. Programming changes were made. The patient was stable.